Event description:
Lia for hrns and sic. Recorded episodes consistent with lead fracture. Alert: rv lead lntegrity warning on (B)(6) 2020 (2 or more criteria met). Review high rate? Ns episodes, sensing integrity counter (short v?v intervals) and rv lead impedance. The oldest high rate-ns episode associated with this observation is dated (B)(6) 2020. High rv threshold on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).